Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously normal vitamin b12 result for one patient generated by their unicel dxl 800 access immunoassay system serial number: (B)(4). The erroneous result was not reported out of the laboratory. There was no death or injury associated with this event and patient treatment was not impacted. Repeat testing of the patient's original sample was performed on the original instrument and two alternate dxi's which produced lower vitamin b12 results below the normal reference range. A separate MDR report has been submitted to document the vitamin b12 results generated by a different instrument (dxi 800 serial number (B)(4)) in this customer's laboratory.

Manufacturer narrative:
Bec reviewed all three levels of the customer supplied vitamin b12 qc charts dated from (B)(6) 2012. All qc values were within 1-2 sd of the customer's established means on the day of the event. The customer supplied a routine system check which was performed after the event on (B)(6) 2012 and passed within instrument specifications. The daily and weekly instrument maintenance has been kept up to date by the customer. The instrument had a preventive maintenance (pm) performed last on (B)(4) 2012. A field service engineer (fse) went on-site and verified that the system was performing within specifications. Fse inspected the aspirate probes and noted that they were clean. Fse did not note any hardware issues which would have contributed to this event. MDR#2122870-2012-01096 has been submitted to document the vitamin b12 results generated by the other instrument (dxi 800 serial number: (B)(4)) in the customer's laboratory.